Event description:
Device returned for volumetric inaccuracy. Details are limited; biomed states that although no specific incident was noted, floor personnel reported that device was running faster than it should.